Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Large, r., tambe, a., cresswell, t., espag, m., & clark, d. I. (2014). Medium-term clinical results of a linked total elbow replacement system. Bone & joint journal, 96-b(10), 1359-1365. Doi:10.1302/0301-620x.96b10.33815.

Event description:
Information was received based on review of a journal article titled, "medium-term clinical results of a linked total elbow replacement system¿ which examined a large series of discovery primary ters with analysis of indications, objective outcomes, radiography, complications and revision data. The study followed forty-eight (48) patients who received fifty-one (51) consecutive primary discovery total elbow replacements between april 2008 and november 2011. It was reported that one (1) patient death occurred due to deep infection however it was 26 months from initial procedure. The patient presented with multiple organ failure and died from overwhelming sepsis. This patient had a bmi of 37 kg/m2, suffered from steroid-dependent rheumatoid arthritis, severe chronic obstructive airways disease, and coronary and peripheral vascular disease.